Event description:
During the index procedure an in.pact av access was used to treat the right arm. 5 more in.pact av access balloons were later used. Approximately 23 months post procedure patient suffered recurrent stenosis of arteriovenous fistula in cephalic arch. Patient underwent reintervention to treat right cephalic arch stenosis. A balloon angioplasty was performed. Follow-up imaging showed wide patency with no significant residual stenosis. A drug-coated balloon was not used for this reintervention procedure. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.